Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was originally reported that there was a problem with the patient programmer. He was unable to adjust stimulation both with or without antenna attached. It was later reported that there was only one instance of the ins overdischarging in either (B)(6) or (B)(6) of 2010. Following a successful trickle charge, the ins would only hold charge for a maximum of 1.5 days without significant changes in parameters. The ins was replaced and the patient recovered without sequela.